Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in-stent restenosis. The index procedure treated the 75% stenosed, 3.5 x 30 mm target lesion located in the proximal right coronary artery (rca). The lesion was treated with the placement of a 3.5 x 32 mm taxus express2 study stent without pre-dilation. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. In (B) (6)2008, at the 9 month follow up visit angiography revealed a 100% restenosed 2.69 mm diameter with unknown length restenosis of the target lesion located in the proximal rca. Per the physician, no treatment was performed due to the assumption that the lesion could re-occlude.